Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarming when connected to the mobile power unit (mpu) was not confirmed. The mobile power unit, serial number (B)(6) , was not returned for analysis; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 25 days ((B)(6) 2021 per the timestamp). There were no notable active atypical alarms in the log file that would indicate an issue with the mpu. Provided information stated that the serial number of the mpu used at the time of the reported event is (B)(6). In addition, the mpu will not be returning for analysis and it is unknown if the mpu has a v-lock connector on the ac power cord. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications (B)(6) was shipped to the customer on 28sep2017. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient stated that they had more alarms when connected to the mobile power unit (mpu) versus batteries. The patient stated that they had not connected to the mpu in 3 months. Technical services reviewed the log file and confirmed that the patient had not connected to the mpu for much of its history. Additional information communicated that the patient did not know what specific alarm she was getting, just that it was waking her up in the middle of the night and startling her. The patient was informed that it is not recommended to sleep on batteries at any time. Additional information communicated that the mpu would not be returned for evaluation. It was unknown if the mpu had a v-lock connector on the a/c power cord.